Event description:
It was reported that the micro oscillating saw leaked an oil-like substance during testing at the user facility. Upon evaluation at the manufacturer, it was also found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered on internal components of the device.